Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message indicating that the device is unable to provide therapy. Information regarding the expected longevity of the device based on the patient's usage parameters is unavailable at this time. Surgical intervention may be pending to resolve the issue.